Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the delivery system was stuck on the guidewire. A 6x60x130 innova¿ was selected for a percutaneous femoral popliteal angioplasty + stent procedure. During the procedure, the stent was deployed properly. After stent deployment, the delivery system could not slide off of the guidewire. Another 260 guidewire was used to complete the procedure. There was no apparent harm and no patient complications reported.